Event description:
The customer called to report that the insulin pump shut off while she was sleeping. Troubleshooting was performed, but the issue was not resolved. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint on the interface board.